Manufacturer narrative:
Investigation of the smiths medical cadd-legacy plus 6500 pump was completed. The device was unable to download event log of high pressure alarm. The device was powered up and the compliant was duplicated. Alarm revealed circuit board and downstream sensor malfunction. Primary problem circuit board and unknown who or what caused event. The circuit board and sensor was replaced and once the actions completed, the device passed all functional and delivery testing.

Event description:
Information received a smiths medical cadd-legacy plus pump was returned for alarm of high pressure. No adverse patient events reported.

Event description:
Additional information was received that there was no patient involvement; the issue was discovered during testing.